Event description:
It was reported that a patient underwent a lumpectomy in (B)(6) 2018 for a malignant breast tumor. Prior to the surgery patient stated she did not want a biozorb to be placed. During the surgery the physician had a problem finding the tumor and excised an excessive amount of tissue. Surgeon placed a biozorb to fill the void. The patient complained of pain , and the skin being pulled around it and the biozorb had to be removed in 2018. Patient complaints of residual pain at the site. No other information is available.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Medwatch report mw5100665.